Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had migrated laterally toward the patient's axillary. Upon presentation to the hospital, the patient's skin over the device pocket was extremely thin and the device eroded through overnight while awaiting their revision procedure. The physician and patient elected to replace the device with a cardiac resynchronization therapy pacemaker (crt-p) with no allegation against product performance. The device pocket was revised and the new device implanted. The physician noted an absence of infection. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.